Manufacturer narrative:
The index procedure was an elective case done by the femoral approach. The target lesion was in the mid rca. The lesion was reported to be: de novo, eccentric, tubular, not calcified, 2.9mm vessel diameter, 17.3 mm in length, an 83% stenosis, and type b2. The lesion was pre-dilated with a 2.0 x 15 mm balloon at 6atm/duration unk. A cypher 3.0 x 28 mm stent was implanted at 14 atm for 31-60 sec. The stent was post dilated with a 3.0 x 8 mm balloon at 14 atm/duration unk. The residual stenosis was 18%. The flow pre and post-procedure was timi 3. Ivus was done. Six (6) days after the index procedure, a planned staged procedure was done. An unk cypher stent was implanted in a proximal circumflex lesion. No procedural details are available. Three (3) months after the index procedure, coronary angiography was done in follow-up and the previously implanted cypher stent in the mid rca was reported to be patent. Seven days later a percutaneous coronary intervention (pci) was done. A de novo, 90% lesion in the mid left anterior descending (lad) coronary artery was treated. An add'l cypher 3.0 x 28 mm stent was implanted at 14 atm for 30 sec by direct stenting. The stent was post-dilated with a 2.75 x 15 mm balloon at 20 atm/duration unk. The residual stenosis was 0%. Approx six and one-half months (6 1/2) after the index procedure during the follow-up period, the patient was reported to not have any problems. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. A male enrolled in the study experienced restenosis approx 20 months after receiving a cypher stent. The patient's medical history of angina, previous myocardial infarction (omi), previous percutaneous coronary intervention (pci), hypertension, and lipid metabolism abnormality place him at increased risk for mace. The index procedure was elective. Coronary angiogram revealed an 83% stenotic, type b2 lesion in the mid right coronary artery (mrca). The lesion was pre-dilated before a cypher (3.0x28) was implanted at 12atm. Post-dilation was conducted for a final 18% stenosis with timi flow of three. The procedure was completed without complications. The patient was discharged on antiplatelet therapy including asa and ticlopidine. In 2005, the patient underwent a staged procedure involving treatment of a non-target vessel in the proximal circumflex with an unk cypher. Three months later, follow-up angiogram revealed a non-target vessel 90% stenosis in the mid left anterior descending. The lesion was treated with a cypher (3.0x28) without complications. A coronary angiogram conducted in 2007 revealed diffuse disease extending from the proximal to distal rca including restenosis of the cypher implanted at the mrca. The lesion was treated with implantation of three cypher stents without report of complications. Restenosis is a known potential complication post coronary stenting associated with the progression of cardiovascular disease. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance. The physician commented the patient restenosis easily; therefore this event is not related to the cypher stent. In conclusion, there are patient factors that may have contributed to the reported event. Please note that this is the initial/final report for this product.

Event description:
The report from the affiliate indicated that the patient was included in a clinical study. The target lesion for the index procedure was the mid right coronary artery (rca). A cypher 3.0 x 28 mm stent was implanted. The patient had complained of chest pain occurring this year - date unk. Approx nineteen (19) months after the index procedure, coronary angiography was done and revealed restenosis of the previously implanted cypher stent in the mid rca. The restenotic lesion was described as diffuse and extended from the proximal rca to the distal rca. The restenosis was treated by implantation of three (3) add'l cypher stents. A cypher 3.5 x 13 mm stent was implanted in the proximal rca at 14 atm/duration unk, a cypher 3.0 x 13 mm stent was implanted in the mid rca at 14 atm/duration unk, and a cypher 2.5 x 13 stent was implanted in the distal rca. The residual stenosis was 0%. No add'l info regarding this procedure was available. The physician's comment regarding the event was that the patient gets restenosis easily, so this is not related to the cypher stent.